Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for seven (7) 2.7 variable angle locking screws (02.211.0xx). UDI#: unknown part number, UDI is unavailable. (B)(4). This report is for seven (7) 2.7 variable angle locking screws (02.211.0xx). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial unknown procedure was performed on (B)(6) 2016. Post-operatively due to a nickel allergy, a revision surgery was performed on (B)(6) 2016 to explant distal tibia implants. It was reported that the patient allergy was unknown at the time of initial surgery. During the hardware removal, it was discovered that seven (7) 2.7 variable angle distal locking screws were broken/sheared off below the screw head. The surgeon used a synthes broken screw removal set to remove the broken screws and an intact tibia plate. The patient had a delayed healing due to the allergy. The procedure was successfully completed without any surgical delay. The patient's status/outcome was reported as stable after the procedure. In addition, the patient also had an infection and inflammation due to the nickel allergy but symptoms cleared up once the benadryl was administered. This report is for seven (7) 2.7 variable angle locking screws (02.211.0xx). This report is 1 of 2 for (B)(4).